Manufacturer narrative:
Submit date (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the body of the catheter was cracked. The catheter was implanted in the patient for about one year. The cracks were located at the y junction of the catheter. The surgeon removed and replaced the catheter with a new one.

Manufacturer narrative:
The sample and photo provided consisted of an incomplete catheter which presents a hole below the hub. Based on returned samples hub, this product belongs to palindrome family. The reported product is related to a quinton permcath dual lumen catheter kit. Therefore sample received does not match with the product reported. The possible causes were identified. DHR was reviewed and no deviations related to this failure mode were found. There are no ncrs related to the reported issue. This defect has not been confirmed. Sample received does not match with the product reported. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending or excessive force).however without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.